Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2014-15105 and -15107. The pt has 4 pns (off label) leads (from 3 different lots) implanted as part of his pns system. It was reported the pt experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2014. The physician was unable to revise the pt's existing leads due to pt anatomy. The physician implanted 2 add'l leads. The pt reported effective stimulation coverage postoperative.